Event description:
Information was received that the patient was stating they were feeling a shocking sensation if they turned a certain way and they chose to replace in case of a breakdown in the lead at some point. No additional relevant information has been received to date.

Manufacturer narrative:
B5: describe event or problem; corrected data: additional information known the date of submission and inadvertently not included in supplemental MDR #1. F10: health effect, clinical code: code e2402 utilized; appropriate term voice alteration (to capture hoarseness or other vocal changes) not available. F10: health effect, clinical code; corrected data: code e2402 inadvertently not coded on previous mdrs.

Event description:
Information was received that the patient was only referred for to determine the cause of the tenderness along the lead wires. It was noted that the cause of the pain could have been due to scar tissue, per the physician. It was also reported the patient is experiencing hoarseness intermittently every five minutes and occasionally the hoarseness is painful. Information was received that the patient's lead and generator were replaced. The patient's replacement surgery facility is a facility that is known to discard products after surgery and therefore no explanted products have been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the patient reports pain along the lead wire but not over the generator. The impedance was reported to be within range and the device is working as expected. It was stated the patient will be referred to ent to look at the lead, thinking there could be tension or tightness of the wire. No surgical intervention has been reported to date. No additional relevant information has been received to date.